Event description:
The customer received questionable results for thirty nine patient samples tested for myoglobin and the mb isoenzyme of creatine kinase (ck-mb). The customer ran quality control after the samples were initially tested and this control recovery was unacceptable. The customer then pulled the thirty nine patient samples to repeat them on a different e601 analyzer (serial number (B)(4)). Of the thirty nine samples, 2 were found to have erroneous initial myoglobin results. The customer believed the repeat values from e601 serial number (B)(4) to be correct. Corrected reports were issued for the repeat values. The first sample initially resulted as 27 ng/ml and this result was reported outside of the laboratory. After quality control was found to be unacceptable, the sample was repeated on e601 serial number (B)(4) and resulted as 42 ng/ml. The second sample from a male patient, date of birth (B)(6) 1951, initially resulted as 35 ng/ml and this result was reported outside of the laboratory. After quality control was found to be unacceptable, the sample was repeated on e601 serial number (B)(4) and resulted as 50 ng/ml. The patients were not adversely affected by the event. The myoglobin reagent lot was (B)(4) with an expiration date of 01/31/2013. The field service representative determined that the issue was caused by dirty measuring cells. The customer performed cleaning maintenance and then primed the system. The customer then ran all quality control with no errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.